Event description:
It was reported that a customer's touchscreen on their pump was cracked and shattered, making it unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.